Event description:
The pt was unable to get the implantable neurostimulator to work. She had changed the batteries in the programmer. The pt had pulled to muscle around the location of the lead wires and was in some pain. She desired device removal. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).